Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing due to r wave amplitude variation resulted in false pause episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient had no adverse consequences.